Manufacturer narrative:
B3: event date: corrected. B5: executive summary: updated. D4: expiration date: updated. H4: manufacturing date: updated. Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported defect was not confirmed and it cannot be confirmed that the device met specification as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned.

Event description:
It was reported that during procedure to treat a to treat basilar stenosis, the physician was going to implant a stent over a guidewire distal part (subject device) and the guidewire broke off in the basilar artery in the patient. The physician successfully snared the distal piece of guidewire that broke off. The stenting procedure was aborted. The patient was in stable condition.

Manufacturer narrative:
Subject device not available.

Event description:
It was reported that during procedure, the physician was going to implant a stent over a guidewire distal part (subject device) and the guidewire broke off in the basilar artery in the patient. The physician snared the piece of guidewire that was broken off. The procedure was not completed. There were no clinical consequences to the patient.